Manufacturer narrative:
This report is submitted june 5, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, february 10, 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device. This report is submitted on (B)(6) 2017.

Manufacturer narrative:
Correction: date of implant is (B)(6) 2006 not (B)(6) 2006 as previously reported.